Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to cracked end cap. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 216 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.